Manufacturer narrative:
(B)(4). Final analysis revealed the catheter dimensions were 81.2 cm and there were no dispensing holes present; the centimeter markings were present and accurate.

Event description:
It was reported that following placement of the catheter, fluid could not pass; it appeared the catheter tip did not have any holes. The catheter did not remain implanted and was replaced; no patient injury was noted.